Manufacturer narrative:
Following the submission of the initial MDR, it was determined that (B)(4) is a duplicate of (B)(4) will be voided.

Event description:
(B)(4) is a duplicate of (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set the tubing separated from the adaptor. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: alaris pump IV tubing disconnected at the filter. Therefore, d10w not infusing.